Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one femoral denali filter kit was returned for evaluation. During the visual evaluation, the pusher wire was noted to be detached from the pusher catheter. Under x-ray, the filter was known to be stuck within the sheath. The filter was pushed out of the introducer sheath using a mandrel, and all filter limbs were present and uncrossed. While pushing out the filter from the introducer sheath, the detached pusher wire also came along with the filter. Therefore, the investigation is confirmed for the advancement issue and the pusher wire detachment as the filter was stuck inside the introducer sheath and the pusher wire was detached. A definitive root cause for the reported failure to advance identified pusher wire detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified. (Expiry date: 06/2024).

Event description:
It was reported that during an inferior vena cava filter placement procedure via the left femoral vein puncture for the treatment of hip surgery to prevent thrombosis, allegedly there was a high resistance and the device could not be pushed forward. The procedure was completed using another device. There was no reported patient injury.